Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video laparoscope changed image from white to black. The issue was found during set up. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Updated fields: d8, h2, h3, h4, h6, h11. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause linked to device but unable to trace more specifically. In addition, the following reportable malfunction was found during the device evaluation: the charged coupled device (r-unit), is broken should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.